Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was not pacing nor sensing for periods of time. Performance data revealed intermittent undersensing and far-field r wave oversensing. The lead was reprogrammed to address the undersensing and additional options were discussed to resolve the oversensing; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was not pacing nor sensing for periods of time and atrial sensing measured differently during manual testing than the daily automated testing. Performance data revealed intermittent undersensing and far-field r wave oversensing. The lead was reprogrammed to address the undersensing and additional options were discussed to resolve the oversensing; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.